Event description:
It was reported that the patient's vns device had high impedance which is preciously reported in MFR. Report #: 1644487-2019-01224. During the patient's replacement surgery, high impedance was noted when the new generator was attached to the lead. Intraoperative troubleshooting was performed. However, this did not resolve the issue. The patient's neck was examined for a possible lead revision. However, due to bleeding and excessive scarring, the surgery was aborted. The explanted generator was discarded after surgery and will not be returned to the manufacturer. Follow up revealed that the cause of the scar tissue was unknown. No other relevant information has been received to date.